Event description:
It was reported that diaphragmatic stimulation occurred on the patient's right side. An x-ray showed that the lead had dislodged and pulled back into the superior vena cava. Loss of atrial capture, undersensing and cross talk were also observed. It was noted that the patient had a habit of massaging the pocket area, which may have caused the dis- lodgement. The patient had recently undergone a pocket revision due to erosion. The device was programmed to vvi.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.